Manufacturer narrative:
Result: damaged lift and sensor coil cables.

Event description:
It was reported by service report that the there were severed power and sensor cables. No pt involvement or adverse consequences were reported.